Event description:
It was reported that a two step revision surgery was performed due to a peri-prosthetic joint infection in left knee. In first step of the revision surgery, on (B)(6) 2017, patellar component and articular insert were explanted and an antibiotic spacer was implanted. And on (B)(6) 2017 the total knee was revised to perform a reimplantation of devices.

Manufacturer narrative:
The associated journey ii bcs oxinium femoral component, journey ii bcs articular insert and journey tibial baseplate and genesis ii resurfacing patellar were not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Products were sterilized according to sterilization release documentation from quality control. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment; thefore no medical assessment is warranted at this time. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.